Manufacturer narrative:
Based on the information provided to abbott and the service report, the cause for the reported event remains unknown as the temperature issue resulting in a cancelled procedure was not able to be reproduced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During an rf ablation procedure, with the patient under local anesthesia on the table, the generator could not reach the intended temperature of 70 degrees celsius. A replacement was not available for troubleshooting. The issue was not resolved and the procedure was cancelled. There were no adverse consequences to the patient.